Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total knee to address aseptic. Loosening of the femur and tibial tray, and osteolysis. Date of implantation: (B)(6) 2010; date of revision: (B)(6) 2020; (left knee). Treatment: femur, tibial tray, tibial insert, and patella were all revised.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b2(dob), d11.

Event description:
Doi: (B)(6) 2010. Patient received a left total knee arthroplasty due to progressive pain secondary to degenerative osteoarthritis. The patella was resurfaced, and unknown cement was utilized. Primary operative notes indicate a successful procedure without perioperative complications. There was no implant sticker sheet provided. Dor: (B)(6) 2020. Patient referred for a total revision of the left knee due to pain, dysfunction, effusion, and radiographically identified osteolysis and tibial component loosening. Upon entering the joint, the surgeon identified synovitis and performed a complete synovectomy. Patellar, femoral, and tibial osteolysis were confirmed intraoperatively. The tibial component was completely debonded at the cement to implant interface and easily removed. The femoral component was loose at the cement to implant interface and revised. The patellar component was revised due to deficiency of the unknown cement mantle. There was no reported wear of the explanted tibial insert. The patellar and tibial osteolysis was repaired with bone grafting. A depuy revision knee utilizing depuy cement and cement restrictors were implanted at revision. There were no reported surgical complications. Implant information is provided in the operative notes. No sticker sheet is included. Medical history: female patient. Dob (B)(6) 1946. History of degenerative osteoarthritis of the left knee. A to do task has been created to the wipro franchise to update the pc. Once the updates are complete, MDR reportability will be determined. (B)(6).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint(B)(4). Investigation summary :the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.